Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was observed and attributed to tubing that was not properly seated. The tubing was reseated to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was found to have an improper flow. Complainant indicated that there was no patient involvement in the reported malfunction.